Manufacturer narrative:
No product was returned for evaluation. The ilet logs were reviewed by beta bionics failure investigation department. Logs indicate that the ilet was shut down at 7:08pm of 2024-01-18 and powered back on at 7:17am of 2024-01-20. Log data ends on 2024-01-20 at 7:19am. As a result, there is no ilet engineering log data available for the reported low bg event on 2024-01-20. However, the log data does show there was a low bg event on 2024-01-18 suggesting a possible misreporting of the event date. No malfunction alerts were found being triggered in the engineering logs from the start of january through the end of the currently available logs. Four instances of alert 35 (insulin occlusion) were triggered on 2024-01-18 from 11:42am through 12:08pm. Cgm glucose value reported to the ilet at this time by a cgm transmitter was approximately 248mg/dl and increasing. The first occlusion alert occurred during a "less than usual" sized lunch meal announcement requesting 7.14 units of insulin, but only being able to deliver 2.188 units based on motor activity. Another occlusion alert was triggered at 11:43 am and was acknowledged by the user. A second "less than usual" lunch and subsequent occlusion alert were then logged at 11:45am, requesting 2.51 units of insulin and delivering 1.468 units based on motor data. The ilet continued to request and deliver insulin until 12:07pm where a third "less than usual" lunch meal announcement and the final occlusion alert were logged, requesting 2.445 units of insulin, and delivering 0.0762 units. A cartridge change operation was then logged at 12:13pm along with an infusion set change. Cgm glucose reported to the ilet at this time was approximately 252mg/dl. Following the infusion set and cartridge change, no further occlusions were logged. The ilet continued to request insulin deliveries every five minutes until 4:07pm. Cgm glucose reported to the ilet at this time was between 188-207mg/dl and decreasing at a rate of at least 2mg/dl per minute. At 5:16pm, alert 22 (low glucose) was triggered with a reported cgm glucose value of 67mg/dl and decreasing. At the same time, alert 21 (urgent low soon) was also triggered. At 5:22pm both alert statuses were updated from "active" to "acknowledged." At 5:26pm, alert 20 (urgent low glucose) was triggered with a reported cgm glucose value of 53mg/dl and decreasing. Reported cgm glucose fluctuates between 50-60mg/dl before decreasing to 46mg/dl at 6:06pm. Reported cgm glucose values continue to fluctuate below 75mg/dl with the last reading of 50mg/dl being recorded at 6:56pm. Motor data indicates no additional insulin delivery requests were made after 4:07pm. Based on the currently available logs, the ilet is not malfunctioning and is behaving as intended. All cgm glucose related alerts were found to be triggered appropriately and no insulin was being requested for delivery during low and urgent low events. Insulin delivery requests were paused after the ilet received cgm glucose values that were decreasing at a rate of at least 2mg/dl per minute. No product performance issues were identified. If the product is received at a later date, the complaint will be reopened and investigated accordingly. No anomalies were observed. The device history record (DHR) review was completed, and this device passed all manufacturing release criteria for distribution. There were no issues identified that would have impacted this event. We are unable to determine a root cause for a hypoglycemic event occurring on 1/20/24 due to the lack of ilet data available. However, review of the available data shows a hypoglycemic event on 1/19/24, suggesting possible misremembering of the event date. Multiple meal announcements were given due to occlusion alerts, which likely contributed to the hypoglycemic event on 1/19/24. Users are trained not to deliver additional meal announcements after receiving an occlusion alert during the meal dose delivery, and the user did not follow these instructions. Further review of the report indicates potential maladaptive behavior with meal announcements, showing a pattern of meal announcements given during periods of hyperglycemia, indicating a potential attempt to correct hyperglycemia with meal announcements. The user should have additional meal announcement training prior to re-starting the ilet. The beta bionics cds will be instructed to provide this additional training.

Event description:
On 1/20/24 an ilet user reported having a hypoglycemic event that morning. The user stated their blood glucose (bg) went as low as 47 mg/dl. The user stated their bg was this low for about 2 hours. The user did not seek professional medical intervention. However, the user did need assistance from their partner to get glucose tabs and a cola to treat the low bg. The user was unable to treat themselves. At the time of this report the user is disconnected from the ilet and is using manual injections (mdi).